Event description:
It was reported via repair work order that the mattress foam had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Unit will be scrapped by customer.

Event description:
It was reported via repair work order that the mattress foam had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the mattress was stained from fluid ingress. Follow-up submitted as further investigation determined the discoloration was due to adhesive oxidation. This is not likely to harm the patient as no mattress function was affected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.